Event description:
It was reported that abutment screw fractured. Implant remains placed.

Manufacturer narrative:
Upon visual inspection during the investigation, based on dimensional inspection the unit was not consistent with its drawing, but it was rather consistent with "ilrght." The large abutment screw was fractured. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes. Correction: changed brand name, type of the device, changed device name, changed device product code, changed catalog number, changed PMA/510(k) number.